Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out for eri, externalized conductors were observed via x-ray. The lead was capped and replaced. The patient condition was good.